Event description:
In (B)(6) 2014, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of leg pain following the initial surgery. A CT scan showed that the superior implant was impinging on the l5 nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the superior implant. The implant was solidly in bone and osteotomes were needed to free the implant before using the removal adapter tool. The hole left by the explant was filled with bone graft. The condition of the patient following the surgery will be determined in subsequent follow-up visits.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.